Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was fully removed. After removal, the guidewire loop was pulled and the deployment button was pressed to release the plug normally, outside of the body. There were no reported injuries to the patient. This was during a procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d10, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was fully removed. After removal, the guidewire loop was pulled and the deployment button was pressed to release the plug normally, outside of the body. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. The patient¿s body mass index (bmi) was below 40. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The insertion angle of the sheath was confirmed to be between 30¿45 degrees, and the target femoral site had not been closed with a closure device or manual compression within the previous 30 days. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back significantly slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color. The vascular closure device (vcd) was not deployed inside the patient because the indicator window did not fully change color as specified in the instructions for use. The operator refrained from pressing the deployment button and withdrew the device. After removal, the operator manually pulled the guidewire loop, observed the color change, and then pressed the plug deployment button outside of the body. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. The patient¿s body mass index (bmi) was below 40. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The insertion angle of the sheath was confirmed to be between 30¿45 degrees, and the target femoral site had not been closed with a closure device or manual compression within the previous 30 days. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back significantly slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon device removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be completed, as the unit was returned already partially deployed. Nevertheless, the deployment lever was completely depressed, achieving complete deployment of the plug, and no resistance nor impediment to the deployment lever depression was observed. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition. The device was received with the deployment lever partially depressed and the plug partially deployed. The exact cause of the indicator window event reported could not be conclusively determined as the device was reportedly tested outside of the patient¿s body prior to return. Upon receipt, the indicator window was in the black/white/red state and the deployment lever was partially depressed. During functional analysis, the deployment lever was fully depressed without issue, and the plug deployed completely as intended. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the 7f exoseal device was reported to have been used with an 8f sheath. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color. The vascular closure device (vcd) was not deployed inside the patient because the indicator window did not fully change color as specified in the instructions for use. The operator refrained from pressing the deployment button and withdrew the device. After removal, the operator manually pulled the guidewire loop, observed the color change, and then pressed the plug deployment button outside of the body. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. The patient¿s body mass index (bmi) was below 40. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The insertion angle of the sheath was confirmed to be between 30¿45 degrees, and the target femoral site had not been closed with a closure device or manual compression within the previous 30 days. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed back significantly slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.